Event description:
It was reported this was a venotomy closure of three access sites in the left common femoral vein using the pre-close technique via a 7f sheath hole in all three access sites prior to an interventional ablation procedure. Reportedly, five prostyle devices were attempted at the three access sites, but all five devices had a cuff miss. The sutures of three new prostyle devices were successfully pre-placed (one device at each access site). One sheath was maintained at 7f and the other sheaths were upsized to 9f and 12f sheaths. The ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.